Event description:
Patient with prior ileocolonic anastomosis. During ileocecal resection, the ethicon stapler misfired, the surgeon had to remove more of the patient's small bowel than initially intended due to this malfuction. The procedure was continued without further incident and was tolerated well by the patient.